Event description:
It was reported that during a holmium laser lithotripsy procedure to treat bladder stone, the fiber fractured outside the patient. The location of the fracture was at the fiber body. The procedure was completed with a fiber replacement. The patient's condition was stable following procedure; there were no injuries to the patient nor the operator.